Event description:
I used renu with moistureloc contact solution from about 4/05 thru 5/28/05. On the later date, I developed symptoms consistent with fusarium keratitis. I was later diagnosed as such. I required months of treatment and now am in need of a corneal transplant. My vision in my right eye has been impaired by more than 50%.